Event description:
Additional information received on 4/30/2025 for report mw5163355 to update the procode.

Event description:
Thermo scientific gram negative ivd ast sensititre plate, urgent medical device correction issued october 2022 still has not been resolved and manufacturer does not respond to requests for updates. Centers for disease control and prevention (cdc) ar isolate 0057 tests falsely susceptible on the sensititre gram negative panel for the following antibiotics: cefepime, ertapenem, meropenem, piperacillin/tazobactam.